Manufacturer narrative:
UDI -- unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported from (B)(6), that a patient had an implantation of an intracerebral rickham reservoir and catheter set. The lot number and model number were not reported. At that time, the patient was discharged home. At approximately 18 hours post-infusion, the patient had a fever with one emesis event. The patient's csf showed preliminary results of propionibacterium (p) acnes in thioglycolate broth only. At this time, the patient had the device re-assessed and the csf and glucose were normal. Cultures were confirmed positive for p. Acnes (device related infection) and the patient's reservoir device was removed and a peripherally inserted central catheter (PICC) line was placed for treatment. The outcome of the event was reported as recovering/resolving. (B)(6) assessed the event as medically significant. The reporter did not provide an assessment of the event of device related infection in relation to treatment with brineura. The event of device related event was assessed as related to the patient's reservoir device. No other etiological factors were reported. Additional information has been requested and if received, the report will be updated. The outcome of the event was updated by the reporter from recovering/ resolving to recovered/resolved on an unreported date. No further information was available.